Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5175653. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
A voluntary MDR/medwatch report was received on 10/06/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of event is an approximation. According to a report received via maude the patient's dexcom cgm device had been providing inaccurate readings for several months, with discrepancies ranging from 20 to 100 mg/dl compared to fingerstick values. On the day of the reported event on or around 07/05/2025, the patient did not respond to phone calls. A family member was notified by the reporter and checked on the patient, finding them unconscious. Emergency services were contacted, and paramedics arrived on scene. At the time of evaluation, the cgm displayed a glucose reading of approximately 80¿90 mg/dl, while a fingerstick test conducted by paramedics showed a blood glucose level in the 20 mg/dl range. No specific treatment was documented, and no additional clinical details or interventions were reported. The patient was noted to be stable at the time of the report. Due diligence follow-up was not possible, as the reporter¿s contact information could not be verified. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 20 to 100 mg/dl. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid when paramedics checked. No additional patient or event information is available.